Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated circuit board connectors. System operates as intended.

Event description:
The customer reported the system displayed a communication error and would not produce x-rays. No patient injury was reported.